Event description:
As reported by the user facility: (B)(4), 1 item, reported (B)(4) 2012, occurred (B)(6) 2012 approx 2:55 pm. Reports therapy was delayed with no alarm. Biomed received pump with note : 2 hours operation at 50 ml per hour with downstream occlusion clamped. No fluid delivered, no alarm. No injury reported.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). In a f/u call to the facility, the reporter stated the pump was in operation for 2 hours and the bag was still full. He also stated that it was noticed that the clamp was closed and no alarm was audible. He confirmed that the pump's alarm setting was set at "8". The investigation on the device is ongoing at this time. A f/u report will be provided after the inspection results are available.